Manufacturer narrative:
"Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship." Additional devices for this complaints: bat207950 - 1650de - MFR. Date: 09/06/2015 - exp. Date: 09/06/2016. UDI #: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported from the site that the patient was having beeps and low priority alarms on two batteries. It was stated that the batteries were being returned to the manufacturer. No additional information available.

Manufacturer narrative:
Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The controller serial number (B)(4), which provided the logs for this analysis, had been upgraded to smr. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections of the battery. The most likely root cause of the reported event can be attributed to momentary disconnections of the battery. The batteries that were involved in the momentary disconnections during use were: (B)(4). (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.